Manufacturer narrative:
(B)(4).

Event description:
Patient contact dexcom on 05/14/2016 to report a loss of connection that occurred on (B)(6) 2016. Dexcom representative went through numerous troubleshooting step with the patient. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 06/08/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.